Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50e, serial/lot: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that after a trial implant procedure, the patient passed away from cardiac arrest. It was indicated by the physician that the death was not device or procedure related.